Event description:
It was reported that during a sleeve gastrectomy procedure, the device gun misfired. Twice during the second firing and third firing, the green cartridges were used along with seam guard. First stroke went ok and then the knife doesn't move forward and firing sequence was not completed and it has to be interrupted manually and the knife was brought to original position. The surgeon was not able to use that gun in the procedure. Two green cartridges misfired. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Damaged cartridge. During additional inspection of the cartridge, damage was also found on the internal bottom surfaces of the cartridge possibly being the root cause of the reported event and not due to the device being clamp on a hard object.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). One piece sled. The ec60 device was received for analysis with the anvil slightly bent upwards and with two reloads present. The reloads were received partially fired and with the one piece sled damaged. The device was tested for functionality with a test cartridge reload and it fired, cut and formed all the staples as intended. The cut was noted to be jagged due to a damaged knife. The device opened and closed without difficulties. The damage to the anvil sled and knife is consistent with the device being clamped over an excess of tissue and high (outside indicated use) staple forming forces. To mitigate the potential for staples getting into the cartridge, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. It is also recommended that prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.